Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the ¿down¿ arrow buttons was under responsive. The reporter stated that the keypad cover was damaged but there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad cover was torn. The caps were not returned and a test battery cap was used in the evaluation. The pump powered up to the verify screen with the appropriate audible and vibratory functions. All the buttons responded intermittently and removal of the keypad cover found contamination under all of the button contacts. Unrelated to the button issues, the verify screen was dim and discolored and the battery compartment was cracked below the grip pad.